Event description:
Patient had incarcerated hernia with small bowel obstruction repaired with mesh approximately 11 months ago. Patient had previous hernia repairs prior to that. Patient returned to or for a recurrent ventral herniorrhaphy recently with mesh reinforcement. Talked to surgeon about incident, not sure if mesh implanted previously was the reason patient required an additional repair at this time.